Manufacturer narrative:
A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported that the patient's ipg stopped communicating with external devices following a lead revision surgery (reference manufacturer reference numbers 3006705815-2021-05739, 3006705815-2021-05740) on (B)(6) 2021 wherein surgery was enabled. A manufacturer representative connected to the ipg and restored the connection and therapy following troubleshooting.